Event description:
It was reported that using a femoral artery access approach during a procedure of the mid superficial femoral artery (sfa) and the distal sfa popliteal artery with moderate calcification the armada balloon dilatation catheter (bdc) was noted as not holding pressure during the inflation attempts using an indeflator. This occurred with a 4.0 x 200 mm armada 14 bdc in the mid sfa and with a 5.0 x 150 mm armada 35 bdc in the distal sfa popliteal artery during the procedure. The bdcs were used successfully; there was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) - use after damage. Evaluation summary: the device was returned for analysis. The reported leak or loss of pressure was unable to be confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. It should be noted that the armada 35 instruction for use (IFU) states: carefully inspect the catheter prior to use to verify that it has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Based on the reviewed information, no product deficiency was identified. The armada referenced is being filed under a separate manufacturing report number.